Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found two lead to can insulation abrasions breaching outer insulation and exposing the outer coil were noted at 35.7 cm to 36.2 cm and at 37.5 cm to 37.7 cm from the distal tip. This most likely caused the reported complaint from the field.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted.